Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery out limit, unexpected restart and external ram crc error. The customer's blood glucose level was unknown at the time of incident. The customer reported the battery indicator is showing out five or six days. The customer states the last change battery went from full charge to nothing and upon removal the date is lost. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump has to reset date/time and received unexpected alarm after changing battery due to voltage leak on interface board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit and signal too low alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.